Event description:
Both the atrial lead and the associated lv lead dislodged due to twiddler's syndrome. This lead was successfully repositioned on (B)(6) 2011 and all reports indicate it remains actively implanted. Should additional information become available, this event will be updated.